Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what ligasure device was previously used? 5 mm lap ligasure tissue fusion electrode (discontinued). Were the steps for use for the enseal device discussed prior to this procedure? Yes. When did the surgeon advance the knife blade with respect to tone 2? N/a. Please confirm that the patient was transfused with 4 units of blood? N/a. If the patient lost 500 cc of blood, why was 4 units given post-op? The 500 cc were suctioned out when they went back into the operating room (or). I'm not sure what the blood loss was overnight and if the 4 units were given prior to taking the patient back to the operating room (or). What is the current patient status? Patient went home the following morning without any complications.

Event description:
It was reported that following a total vaginal hysterectomy procedure, the patient experienced post-operative hemorrhage and required re-operation and received a transfusion of two liters of blood. The original procedure was (B)(6) 2017 during which the surgeon used the device to ligate vessels including the right uterine artery. There were no quality issues with the device during the procedure. There was some bleeding from the right uterine artery after ligation which the surgeon controlled by tying off the vessel with suture. There was no significant blood loss during the procedure and no apparent quality issues with the device. The device was discarded after the procedure. The patient was sent to recovery and labs showed a drop in blood hemoglobin levels from pre-op of ten to eight the evening of the procedure. Labs in the morning on post-op day one showed a further drop in blood hemoglobin levels to seven and the patient had abdominal distension as well as overall pallor. The patient was transfused with two liters of blood then taken back to the or for an exploratory laparotomy. The patient lost 500 milliliters of blood, which was free in the abdomen. The surgical area was rinsed with lavage and suction. There was no active bleeding found during the re-operation. The patient was sent to recovery and is currently in stable condition.